Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged that triage cardiac devices on multiple meters gave troponin (tni) results that vary from <0.05 - 0.12 for one device and from 0.09 to 0.19 on another; patient samples were used. No patient injury reports of invasive procedure(s) or injury.